Manufacturer narrative:
H6: investigation summary : bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated "tubes are overfilling. Customer would like to report cases of over filling with three lot numbers. Blood is filling to cap or past it. Patients are recollected with the same lots and no issues are observed."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0227239, medical device expiration date: 2021-05-31, device manufacture date:2020-08-14. Medical device lot #: 0258259, medical device expiration date: 2021-06-30, device manufacture date: 2020-09-14. Medical device lot #: 0184337, medical device expiration date: 2021-04-30. Device manufacture date: 2020-07-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated "tubes are overfilling. Customer would like to report cases of over filling with three lot numbers. Blood is filling to cap or past it. Patients are recollected with the same lots and no issues are observed."